Event description:
It was reported that pacemaker's battery appeared to be prematurely depleting. Data analysis showed the power consumption was higher and expected and had been increasing gradually. A boston scientific technical services (ts) consultant recommended device replacement or reevaluation within 90 days. The physician stated they planned to perform a device replacement within 90 days as the patient is atrially dependent. This device remains in service. No additional adverse patient effects were reported. Information was later received that this device was explanted and replaced with a new device. This device has been returned and will be evaluated.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, this device was thoroughly inspected and analyzed. A high current drain was detected, but the battery still supported full device function. Detailed analysis confirmed the identified high current drain was a result of compromised capacitors. This resulted in the observed premature battery depletion. It was determined that the capacitors were compromised due to the presence of excess hydrogen in the device case. Boston scientific issued a field safety notice in (B)(6) 2018, which was expanded in (B)(6) 2021, regarding a subset of devices in the accolade pacemaker family that has an elevated potential of exhibiting this behavior. This particular device is included in the hydrogen induced premature depletion advisory population.